Event description:
Review of complaint information reported a customer purchased an xceed meter from the hospital. The customer's partner noticed that the customer was having a hypoglycaemic attack at 4am. A test was performed using the xceed and a reading of 28mg/dl was obtained, the partner took the reading to be high 28mmol/l which partner then proceeded to administer an insulin injection of 10 units of novorapid. The customer then went into a coma. An ambulance was called and administered glucose and peformed a reading, with a result of 1.2mmol/l and then took the customer to the hospital. The customer's stay at the hospital was for a couple of hours. The customer has now had the correct units installed on their meter.